Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device lot number involved in this complaint was not provided. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed.   A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient was hospitalized for peg and peg-j replacement and it was revealed that the patient experienced a buried bumper. The procedure was interrupted, replacing only the peg-j tube and leaving the peg tube in place. Surgical intervention is required to remove the buried bumper.